Manufacturer narrative:
G4: 03nov2020. B4: 04nov2020. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the touchscreen to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20oct2020.

Event description:
It was reported that the ventilators touchscreen was not working. There was no patient involvement.